Manufacturer narrative:
This report is submitted on june 27, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a head trauma resulting in all the electrodes being either open or closed circuit. The implant remains in-situ.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is submitted on august 23, 2019.

Manufacturer narrative:
This report is submitted september 24, 2019.